Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were ¿blockages¿ that prohibited insulin delivery. Additionally, the pump intermittently shut off unexpectedly. After reviewing pump history and data logs, tandem technical support was unable to confirm any significant alarms related to the reported issues. There was no known impact to the customer's blood glucose. Customer continued to use the pump for insulin therapy.